Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) was experiencing post paced t wave over-sensing. Programming changes were made. The patient was stable.